Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges discomfort, injury, emotional distress, disability, disfigurement, economic damages, partial or complete loss of mobility, and loss of range of motion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Der states ultamet liner exchange to poly. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip. Additional information received indicated the patient had a painful hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4).no code available use fro medical device removal, surgical intervention, blood heavy metal.

Event description:
Ppf alleges dislocation, metal wear, metallosis and elevated metal ions. After review of medical records patient was revised to addressed failure of right total hip because of metal on metal complications with pseudocyst, painful hip. Operative findings of some osteolysis, large pseudocyst and significant debris from metal on metal and from metallosis. Added date of birth of patient, medical history, lot number, manufacturing and expiration date of liner and head. Also added stem due to elevated metal ions. Doi: (B)(6) 2008 dor:(B)(6) 2018 right hip.

Event description:
Pfs alleges nerve damage, walking difficulty, anxiety and fear. After review of medical records no new allegation reported. Corrected weight of patient. Doi: (B)(6)2008 dor: (B)(6)2018 right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (patient). Corrected: a4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges nerve damage. After review of medical records, patient was revised to address failure of a right total hip because of metal on metal complication with a pseudocyst formation and painful hip. Revision note reported pseudocyst, osteolysis, cyst, significant debris, and metallosis.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.